Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. The customer stated that insulin pump had inulin flow blocked alarm and pump error. The customer stated that they were able to clear the alarm. Self test was passed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was declined by the customer. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit passed displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. Hardware low-level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly.